Event description:
It was reported that the there was an right ventricular (rv) lead threshold warning for increasing thresholds and no r wave sensing. Capture management changed the settings. It was noted that the patient had chronic heart block. It was further reported that there was an "abrupt rise in thresholds". The patient was pacer dependent and the physician was concerned about a possible lead failure. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4592-45, lead, (B)(6) 2009. (B)(4).